Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. The software app and the event history log were checked. The error 44508 was found in the software app and event log. Error 44508 is transient and can be cleared. One battery separator was found missing. The operator cleared the error code and replaced the battery separator.

Event description:
Additional information was received revealing that there was no patient involved.

Event description:
It was reported that smiths medical pump displayed an error 44508 / missing battery divider. No adverse patient effects were reported.